Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the silastic sleeve from the metal connector of the driveline could not be confirmed through this evaluation as no photos of the reported damage were submitted and no product was returned. The account reported that the silastic sleeve was separated from the metal connector of the driveline. There was reportedly no alarm for the event. A clamshell repair was requested. Abbott technical services performed the clamshell repair on 06aug2019 under a work order with no issues. The patient remains ongoing on the heartmate ii lvas. No product is available for investigation. No further complaints have been reported at this time. The separation of the driveline's silicone sleeve was previously investigated, and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It was determined that this separation is a design-related issue and it has been addressed by car #20099. The hmii lvas IFU and patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas IFU addresses damage due to wear and fatigue of the driveline and also includes driveline care instructions under "caring for the driveline" in section 6 "patient care and management". The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline" in section 4 "living with the heartmate ii". Section 5 "alarms and troubleshooting" also contains a section on "what not to do: driveline and cables" and cautions the user not to twist, kink, or sharply bend the driveline no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device 3 years 1 month (the age is calculated from the date of implant to the event date.) The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the silastic was separated form the metal connector of the driveline. Clamshell repair was placed with no issues on (B)(6) 2019